Manufacturer narrative:
H6 correction: problem code changed to 2981. Internal complaint number: (B)(4). Analysis of production: (3331/213/22) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Testing of actual/suspected device: (10/114/22) the device was returned to the factory on (B)(6) 2021 and investigated on (B)(6) 2021. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. A visual inspection was conducted. The silicone insulation on the cold jaw was torn quarter, but not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for ¿material twisted/bent; wire but confirmed for analyzed failure "peeled; jaw". Historical data analysis for similar complaints: (4109/213/22) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/22) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heater wire tip was frayed. Nothing fell in the patient. Another hp-3500 was opened and used. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #(B)(4).

Manufacturer narrative:
Trackwise ID # 452235. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heater wire tip was frayed. Nothing fell in the patient. Another hp-3500 was opened and used. The hospital did not report any patient effects.